Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an error code was displayed on the pump, and that air may have reached the patient and the infusion did not stop. The clinician was advised to place the patient in left sided trendelenberg, place the patient on telemetry, and monitor vital and neuro signs. The patient did not experience increased shortness of breath or chest pain, and vital signs and o2 sats were unchanged. A chest CT was performed, no air embolism was detected. No further patient or event information was provided.